Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced dental implant loss.

Manufacturer narrative:
The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.